Event description:
Na.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The bactiseal catheter (ID 823073) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2025-00334. A facility reported a ventricular catheter (ID 823073) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2025 with initial setting of 145 mmh2o. The first adjustment was performed on (B)(6) 2025 and was changed to 180 mmh2o. The patient had persistent high fever on (B)(6) 2025. A cerebrospinal fluid (csf) analysis was performed, and a bacterial infection was confirmed. Due to the infection the patient had emergency craniotomy on (B)(6) 2025 revealing intracranial infection. The patient was placed on antibiotics. Based on information provided, it is unknown if the cause infection is related to the device. No information if anything happened during the recent procedure that may have caused or contributed to infection.